Event description:
It was reported that data could not be obtained from the device via remote monitoring transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5054 implantable pacing lead (B)(6) 2009. (B )(4).